Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the implant head broke off during implantation. The device was removed. A spare device was available which functioned properly and was used to complete the surgery. There was no reported injury to the patient. The surgery time was increased by 20 minutes due to this issue.